Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no devices associated with this report were received for examination. All available x-rays and photos were reviewed, and evidence of implants disassociation between humeral head and stem was found. Additionally, the glenoid anchor was found slightly deformed and several nicks were identified. Faded marks prints were found on the stem as well as nicks. No anomalies were identified on the tapper assembly. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon elected to perform a left shoulder revision arthroplasty on a patient who he performed a primary total shoulder arthroplasty on (B)(6) 2010. Surgeon noted that the patient performed well post operatively after her primary shoulder arthroplasty until 2018 when she experience several dislocations. Surgeon did not specify the exact number of dislocations of the left shoulder. Most recent dislocation happened on (B)(6) 2021 and doctor noted they had difficulty reducing the patient¿s shoulder this time but were successful in reducing it. Afterwards he saw the patient in clinic and took films which showed a separation of the humeral implant at the 135 degree tapered neck spacer and the humeral stem. The tapered spacer and humeral head construct remained intact. Doctor then elected to revise the patient¿s shoulder due to the separation on wednesday, (B)(6) 2021 at (B)(6) hospital. Upon exposure to the left shoulder cuff surgeon felt the cuff was compromised severely enough to warrant a reverse shoulder replacement thus requiring all primary components to be revised. Doctor was able to remove the tapered neck spacer and humeral head construct with his hand. He then used osteotomes, mallet, and kochers to loosen and remove the well fixed anchor peg glenoid. Finally he used osteotomes, a mallet, and the system broach handle and adapter to loosen the well fixed humeral stem and explant it. There was not indication by anyone that the components did not perform as expected. Nothing broke during the revision procedure and there were no time delays.